Event description:
During the start of the procedure, the surgeon was attempting to use a hassan trocar to attach the suture to the fascia of the patient and the collar broke off the hassan into 2 pieces. All pieces were accounted for and a new hassan obtained and used without further difficulty.